Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached and returned; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe burned detritus adhesion on metal surface; the outer flow tubing exhibits mild contamination, likely biologic; the outer flow tubing exhibits minor abrasions at open end. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, a "ruptured metallic tip" at 104,600joules of use was observed. The procedure was completed with a second fiber. Patient outcome: no injury to patient reported.